Event description:
A report was received that the patient will undergo a revision procedure. No additional information available at this time.

Event description:
A report was received that the patient will undergo a revision procedure. No additional information available at this time.

Manufacturer narrative:
Additional information was received that the patient underwent a lead revision procedure due to inadequate stimulation and stimulation in a non-target area. The physician repositioned the leads and the patient is reportedly doing well.